Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4) .

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button and up arrow button was not functional. Customer also reported there was a delay when the buttons were pressed. It was also found the buttons would be unresponsive. Customer stated the issue occurred after suspending the insulin pump to shower. Customer was unable to resolve the issue with a battery change. Customer's blood glucose was 148 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.